Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found errors in the logs regarding the x-ray and suite pcs. To resolve the issue, fse replaced the x-ray pc and reloaded the software. After replacement, fse attempted to reload a backup but failed. Fse reloaded the suite pc software and the system backup. Which resolved the issue and, after reloading, the software system booted up properly. The defective x-ray monoplane pc was returned to philips for failure analysis and the description of the test performed was ¿missing drives¿. The cause of the failure was found to be missing components. After replacement of the x-ray pc and the suite pc software reloading, the system was returned to use in good working order. This event is not associated with any ongoing field safety corrective action. The codes were updated based on the investigation outcome.